Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the surgeon was able to press the green button and was able to squeeze the handle, but the device did not fire. The surgeon stated that you could ratchet the handle multiple times but the device still does not fire. A competitive stapler was used to complete the procedure. There was no patient injury.